Event description:
During the implant procedure, a lead punctured through the skin in the back of the patient's head. This system was being implanted by the surgeon for an off-label application. The lead was explanted.